Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 lbs during prime/force sensor system test, due to loose drive support disk. The device passed displacement test, rewind, basic occlusion, no delivery and motor tests. The insulin pump was received with a cracked case at display window corner, cracked lcd window, minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Event description:
The customer called and reported receiving a motor error alarm on the insulin pump during bolus. Customer recently had magnetic resonance imaging performed, but reportedly after issues began. The customer's blood glucose level was 150 mg/dl. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.